Manufacturer narrative:
There is an instruction that states, "this unit should not be used by children without adult supervision" and consumer failed to perform that instruction. Consumer has not returned the product.

Event description:
Consumer alleges her son was using the heating pad and it caught fire. There was not a report of personal injury or property damage with this incident.